Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delivered an inappropriate anti-tachycardia pacing (atp) and shock therapy due to sustained rate duration being fulfilled. The technical services (ts) recommended to reprogram the device. This ICD remains in service. No adverse patient effects were reported.